Event description:
The manufacturer received information alleging a ventilator fails to delivery the set pressure and a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device also failed steps during testing. The device's active exhalation control module was replaced to address the issues.